Manufacturer narrative:
All buttons functioned properly. No damage in the keypad assembly noted and no unlocked lcd keypad connector during visual inspection. No cosmetic damage noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the device is buzzing and having keypad issues. The customer's blood glucose at the time was 128mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.